Manufacturer narrative:
Submit date: 05/14/2009. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien in 2009, that a customer had an issue with a dialysis catheter. Customer states the patient had a catheter with cracked hubs and the catheter need to be pulled and replaced.